Manufacturer narrative:
Method: device internal memory reviewed. Conclusion: subject was in a non-shockable rhythm (asystole), no shock was advised and no shock was delivered.

Event description:
Subject was not resuscitated. (B)(4).